Event description:
Routine complaint investigation when a complaint was received from a healthcare facility stating that a high blood glucose reading of 193 mg/dl was obtained on a medisense pcx blood glucose meter when compared to a laboratory value of 14 mg/dl. When these values are plotted on a clarke error grid, they fall into the "e" zone which is considered to be clinically significant. There was no report of death, serious injury reported.